Event description:
It was reported that during vca gastrectomy surgery therapeutic procedure the camera head had communication error. The procedure was completed using the similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). Postal code (hospital): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during vca gastrectomy surgery therapeutic procedure the camera head had communication error. The procedure was completed using the similar device. There were no reports of patient harm.